Manufacturer narrative:
Blank fields on this form indicate the information is previously submitted, unknown, or unavailable. Additional information: a review of the complaint history, device history record, documentation, drawing, manufacturing instructions, quality control, and visual inspection of the device was conducted during the investigation. Complaint sample was evaluated and the reported event was not confirmed. A loading cannula, needle protector, embolization coil, and stylet were returned for device failure analysis. There was no evidence of any foreign substance inside of the loading cannula when device failure analysis was performed. The coil was slightly protruding from the loading cannula. Review of the DHR for lot number 7208738 revealed one non-conformance for foreign matter. This non-conformance affected one device, which was reworked. Review of complaint history determined that no other complaints from this lot number. Conclusion of review of risk documents indicated no further action is required. Without more evidence, a definitive root cause for this failure cannot be determined at this time. A summary of the investigation has been sent to the complainant. We have notified the appropriate personnel and will continue to monitor for similar events.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that an unknown substance was confirmed inside the loading cannula of the tornado platinum embolization coil. Another device of the same type was reportedly used instead to complete the procedure. The issue was discovered prior to the use of the device; accordingly, no patient adverse events occurred. The device is reportedly available for return; however, as of the date of this report, no device has yet been received for evaluation.